Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing an alert. The alert was triggered due to high/undefined right ventricular (rv) coil impedance on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.